Event description:
Patient has been monitored since march 2001 for reported percept problems and facial twitching. In may 2001, although no anomaly with the device was detected, the decision for revision surgery was made.

Event description:
Pt has been monitored since 3/2001 for reported percept problems and facial twitching. In 5/2001, although no anomaly with the device was detected, the decision for revision surgery was made.